Event description:
It was reported that this pacemaker had difficulty being interrogated. When reviewed, the device software had previously been updated. The radio frequency (rf) telemetry was found to be unavailable for this device, with no history of fault codes and 4 years remaining for battery longevity. Technical services (ts) recommended device replacement. An error message indicating interrogation to be performed with a wand was shown. Subsequently, this pacemaker was explanted and replaced. This pacemaker has been received for investigation. No additional adverse patient effects were reported.